Event description:
The biomedical engineer (bme) reported that the secondary central nurse's station (cns) display screen was not displaying anything. It was just black. They can turn the display off and on; and when they did this, just the message of no input signal was displayed. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the secondary central nurse's station (cns) display screen was not displaying anything. It was just black. They can turn the display off and on; and when they did this, just the message of no input signal was displayed. No patient harm was reported.